Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Yamamoto, y., yamamoto, n., fujita, k., fukumoto, t., murakami, n., mure, h., kanematsu, y., takagi, y., <(>&<)> izumi, y. (2020). Cerebral venous thrombosis: an unexpected complication with cerebrospinal fluid leaks after a fall in a patient with spinocerebellar ataxia type 6.  Internal medicine (tokyo, japan),  59(14), 1749¿1753. Https://doi.org/10.2169/internalmedicine.4388-20. Medtronic received a literature article pertaining to a 65 year old woman who suddenly developed a generalized seizure and was taken to the hospital. Head computed tomography (CT) showed subcortical hemorrhaging in the right parietal lobe the patient underwent a transvenous thrombectomy using a solitaire device. On the day following procedure the patient became comatose with bilateral pupil dilation. Brain magnetic resonance imaging (MRI) showed subdural fluid collection along the left frontal convexity and sagging and deformation of the brainstem. A history of a fall and contusion of the back two weeks before admission was then discovered. It was suspected that there were csf leaks at the lumbar region of the spinal cord. Lumbar MRI and CT revealed a fresh fracture of the fourth lumbar vertebral body and extravasation of csf to the dorsal extradural fat tissues. An epidural blood patch (ebp) was planned; 15 ml of blood was injected through a catheter inserted between the fourth and fifth lumbar space. After the ebp, the patient's mental status gradually improved and fully recovered over the course of the following month. Follow-up imaging studies showed resolution of the subdural fluid collection and improvement of the sagging and deformity of the brainstem. Partial left-side hemiparesis remained, and they went home after several months of rehabilitation in another hospital.